Event description:
It was reported that when a patient presented in clinic for normal follow-up, an alert for non-sustained lead noise due to noise was observed. Further review of the egm noted intermittent increase in pacing lead impedance. The patient was asymptomatic. Lead integrity check was recommended, as a potential lead issue was suspected. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.